Event description:
A distributor in china on behalf of a healthcare facility reported that the tubing of an opt316 optiflow junior nasal cannula was detached from the interface during use on a patient. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). Method: the subject device, opt316 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and images provided by the distributor and our knowledge of our product. Results: visual inspection of the provided photography confirmed that the tubing of the subject device was detached from the cannula tube joint with visible glue residue on the detached tube end. Conclusion: based on the visual inspection, our knowledge of the product, it is most likely that the reported damage resulted from the cannula being subjected to excessive force. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject cannula would have met the required specifications at the time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior cannula. They also state the following: - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. - do not stretch or crush tube. - ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.